Event description:
It was reported that when the doctor was implanting the preloaded intraocular lens, he noticed a bubble just above the optic near the center. As the lens started to unfold he saw that it was not a bubble but an imprint on the optic. He then drew this on a post it note. He said at the time while he was still finishing insertion of the lens, he noticed the plunger was right where it was supposed to be just behind the optic (the circle below the optic represents the plunger). He said the triangle or arrow like impression looked almost like it was stamped on the optic. Looking at it after it opened up he debated whether he needed to remove and decided to leave it because while visible, it might not cause a visual problem for the patient. He had implanted hundreds of this lens and over thousand simplicity and this was a first. He said that this was not a preparation issue. Something was wrong with the lens. It also delivered smoothly. No other information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is during 2023 section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: reporter: email address: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. .